Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The defibrillation system was implanted on (B)(6) 2014. Reportedly, an episode showing noise was observed in the remote monitoring report dated (B)(6) 2018. The physician suspected a lead fracture. The battery voltage was 2.73 v, which is close to the recommended replacement time (rrt). Preliminary analysis revealed that the observed noise most probably resulted from a right ventricular lead issue and/or from a lead/crt-d connection issue at right ventricular level.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190125 - file-2018-03820 - analysis_and_closure_report_resp-2018-01773.pdf].

Event description:
The defibrillation system was implanted on (B)(6) 2014. Reportedly, an episode showing noise was observed in the remote monitoring report dated (B)(6) 2018. The physician suspected a lead fracture. The battery voltage was 2.73 v, which is close to the recommended replacement time (rrt). Preliminary analysis revealed that the observed noise most probably resulted from a right ventricular lead issue and/or from a lead/crt-d connection issue at right ventricular level.